Event description:
It was reported that the 9900 system had an artifact on the images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera lens and image intensifier were cleaned during the service call. The system was tested, and found to be working as intended, and put back into service.